Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Articulating reloadable instrument. The event report alleges the product was not used in a surgical procedure. The visual inspection of the returned product noted that the instrument had disrupted timing. One 5dpt reload was received with a full complement of tacks. Microscopic inspection revealed scratches in the tube of the reload. The reload was also noted to be damaged and deformed with marks from an instrument used to remove the reload from a device records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may be due to improper loading of the reload. The scratches noted within the reload tube indicate that it was loaded improperly. Replication of the deformation of the reload tube may be due to the use of a tool to remove the reload from an instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the laparoscopic bilateral inguinal hernia repair procedure, the tacker was making a cracking noise. After a few tacks were fired, on the last firing the reload became dislodged from the device and stuck to the mesh. Mesh had to be removed by the physician. Difficulty was experienced with loading the reloads onto the handle. To complete the case, another device was used. No injury was caused to the patient. The product is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.